Event description:
It was reported that a patient underwent a left inguinal hernia repair procedure on (B)(6) 2010 and mesh was used. The patient experienced continued pain in the region of the repair. The doctor opines it is nerve damage. The patient has tried both oral medicine and acupuncture to treat pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) nerve damage. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).